Manufacturer narrative:
Date of event: (B)(6) 2016. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the unit went to vent inop with error code messages of machine and proximal pressure sensors failed, and auto-zeroing of machine and proximal pressure transducers in post failed. Through follow-ups, customer stated that the device was not in use on a patient.

Event description:
The customer reported that the unit went to vent inop with error code messages of machine and proximal pressure sensors failed, and auto-zeroing of machine and proximal pressure transducers in post failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.